Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('gen. Abnormal bleed') in a 32-year-old female patient who had essure (batch no. 910608-not valid/910508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, osteoarthritis, ureteral calculus, kidney stone, flank pain, inguinal pain, nausea, dysmenorrhea, dyslipidemia, eczema, hematuria and dysplasia. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), depression ("psych injury/depression"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (hysterectomy- vaginal). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, rash, skin disorder, depression, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for allergy, migration and bladder/urinary problems. Weight- 177 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Essure lot number added. Events added: abnormal bleeding (vaginal), menorrhagia and mental anguish. Event clubbed and pt term updated: psych injury/depression and migration/migration of essure device location of device: uterus. Concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('gen. Abnormal bleed') in a 32-year-old female patient who had essure (batch no. 910608-not valid,910508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, osteoarthritis, ureteral calculus, kidney stone, flank pain, inguinal pain, nausea, dysmenorrhea, dyslipidemia, eczema, hematuria and dysplasia. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), depression ("psych injury/depression"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (hysterectomy- vaginal). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, rash, skin disorder, depression, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for allergy, migration and bladder/urinary problems weight- 177 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Lot number:lot # 910608-not valid, lot number:910508, manufacturing date:2011/10, expiration date:2014/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 910608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, osteoarthritis, ureteral calculus, kidney stone, flank pain, inguinal pain, nausea, dysmenorrhea, dyslipidemia, eczema, hematuria and dysplasia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain "), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy- vaginal). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, rash, skin disorder, psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for allergy, migration and bladder/urinary problems. Weight- 177 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: kidney stone, flank pain, inguinal pain, nausea, dysmenorrhea, dyslipidemia, eczema, hematuria, dysplasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: mr received. Reporter information, lot number added. Essure removal surgery added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 910608-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, osteoarthritis, ureteral calculus, kidney stone, flank pain, inguinal pain, nausea, dysmenorrhea, dyslipidemia, eczema, hematuria and dysplasia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain "), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy- vaginal). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, rash, skin disorder, psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for allergy, migration and bladder/urinary problems. Weight- 177. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain "), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, rash, skin disorder, psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for allergy, migration and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events added- pain-pelvic, abdominal pain, gen. Abnormal bleed, rash, skin condition, psych injury, migration, uti and vaginal infection were added. Lab data added. New reporter added. Patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.